Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer that during a procedure, "the instrument jaws were difficult to open all the way." It is unknown how the procedure was completed and there were no consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaws open and stuck, with dried body fluids and tissue in the jaws. The device was connected to the generator and it was recognized. Because, the jaws were stuck not all functional testing could be performed with the generator. The instrument was disassembled to inspect the internal components and dried body fluids were found inside the shaft trough the I-beam seal. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device.